Event description:
Report rec'd from the (B)(6) stating that the device could not secure the cutter. The device was not being used during surgery. It is unk if injury or medical intervention occurred. No add'l info provided. The date of the event is unk.

Manufacturer narrative:
The device was evaluated and the reported condition of "cannot secure cutter" was not confirmed. If add'l info is rec'd, a supplemental report will be sent. Ref: (B)(4).